Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 was not detected on the bus. A field service engineer (fse) checked the station and ran diagnostics. The row board cables for drawer 4.1 were reseated, and the station was rebooted. Diagnostics were run, and the drawer was tested successfully. The pharmacy was able to recover without any issues. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A supplemental MDR was filed to correct the device manufacture date.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.